Event description:
Boston scientific received information that the right atrial (ra) lead displayed loss of capture (loc) in the atrium. No syncope was observed. A revision procedure was performed and the distal electrode and most of the ra lead was observed to be located in the device pocket. The patient with this device system had endured chemotherapy and radiation therapy to the left pectoral muscle. It was suspect that due to patient anatomy, the muscle in the device pocket was unable to form a tighter hold on the device, and the device was able to move. The implanted leads appeared to have been in a braided formation, however, twiddler's syndrome was not suspect. The ra lead was ultimately explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the lead was returned for reliability analysis.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.